Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. It is concluded that the failure could be reproduce in the test 2 when the safety mechanism was not lift based instruction for use. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device safety mechanism "broke off" and so the safety mechanism did not work. No adverse effects reported.